Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion was located in the severely calcified left anterior descending (lad) artery. A 24x2.25 taxus liberte atom stent delivery system (sds) was advanced to the lad and would not cross the lesion. When the physician removed the device it was noted that the distal section of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: blood and contrast were in the distal and midshaft of the device which is consistent with the reported information that the device was used. It was determined that the distal rows of struts were stretched and extending to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion was located in the severely calcified left anterior descending (lad) artery. A 24x2.25 taxus liberte atom stent delivery system (sds) was advanced to the lad and would not cross the lesion. When the physician removed the device it was noted that the distal section of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.